Event description:
On (B)(6) 2011, resident (B)(6) fell out of bed. Her right hand/wrist/lower forearm caught in side rail causing fracture of right wrist. (B)(6) was on (B)(6) prior to this fall. She has a diagnosis of osteopenia. She was transported to emergency room, treated and released. Dates of use: bed has been in use since 1998. Diagnosis or reason for use: bed - used for sleeping.